Manufacturer narrative:
A review of complaint history, instructions for use (IFU) and trends was conducted during the investigation. Each zenith device is shipped with IFU listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to occlusions, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, importance of accurate placement. Specific to this case zenith ifus state: "patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures." "Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." "Strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated in the IFU sizing guide sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression." No product or imaging were returned to assist with this investigation, and limited information was provided. Based on the information and the users comments, it is likely that use of the device outside the IFU contributed to this event. There is no evidence to suggest that the device design or functionality contributed to this event. We will continue to monitor for similar complaints and notify the appropriate internal personnel.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
Info was provided in 9th (B)(6) endovascular symposium held in (B)(6) from (B)(6) 2014 to (B)(6) 2014, and cook rep obtained this info on (B)(6) 2014. The pt had undergone aaa repair. Ten days later (around 2012), the right leg was occluded. The physician placed a bare stent in the right, and the left side was reinforced by placing a bare stent as well. (1820334-2014-00467) at a follow-up 2 years later (around 2012), the physician confirmed the left iliac leg graft migrated into the aaa (1820334-2014-00466). The physician placed other manufacturer's stent graft where a 10mm bare stent was previously placed. There have been no adverse effects reported so far. No additional info has been provided. There have been no adverse effects reported.